Event description:
During the procedure the guidewire broke off inside the patient. The device was completely removed from the patient. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was fractured at 201.6cm from the distal end and kinked at 12.5cm from the proximal end. Further investigation of the fractured site using scanning electron microscopy (sem) found that the fracture surface exhibited fatigue striations indicating a cyclic event and equiaxial dimples rupture indicating a tension overload in the final breaking point in a fatigue event. The fracture occurred due a cyclic torsion fatigue followed by a final tension overload. No materials anomalies were found. Based on the investigation results and the information provided, it is most likely that the fractures occurred due to external forces applied to the device. However, review and analysis of available information failed to identify a definitive root cause for the reported event and observed issues.

Event description:
During the procedure the guidewire broke off inside the patient. The device was completely removed from the patient. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient.